Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer through canceling the tool change and rotating the endoscope base, but the issue persisted. The customer then undocked, power-cycled the system, and redocked. The tse assisted in verifying that the endoscope orientation matched the settings selected on the da vinci system. Once the endoscope was reinserted, the issue was resolved, and the customer confirmed that instrument movements matched the hand movements. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. While a definitive root-cause cannot be established, a common root cause for this failure can be attributed to improper customer setup. Based on tse notes, the system issue can potentially occur due to a wrong endoscope orientation in reference to the selected system configuration. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that instrument movements were reversed: when the user moved the instruments left, they moved right, and when moved up, they moved down (see patient identifier 1673498). The tse instructed the site to verify hand control settings and then to replace the endoscope, which resolved the reversed instrument movement but left the endoscope image flipped. The procedure was completing as planned with no reported injury.